Manufacturer narrative:
(B)(4). The complaint mr290 autofeed humidification chamber was not returned to fisher & paykel healthcare for evaluation. The hospital confirmed that both chambers had been discarded. A photograph of one of the complaint chambers was provided and was visually inspected. Questions were also sent to seek further information, but no additional details could be provided by the hospital. Results: visual inspection revealed several vertical cracks in the chamber dome beneath one of the ports. The cracks started at the base, stretching upwards. No additional information could be derived from the photograph as the resolution was poor. No lot information was provided for the complaint chambers. We were unable to conclusively determine what had caused the cracking. Based on the position and nature of the cracks under one of the ports, it is possible that the damage was caused by excessive pressure during use, however this could not be confirmed. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. The user instructions which accompany the mr290 chamber state that the maximum operating pressure is 8 kpa. And also contain the following warning: use of the mr290 above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions, could lead to a loss of ventilation pressure.

Event description:
A hospital in (B)(6) reported that an mr290v humidification chamber dome was cracked and leaking water after seven days of use. It was further reported that this was the second time this had occurred. There was no patient consequence.